Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug-eluting stent was implanted in the lad. Approximately 2 months later it was reported that the patient suffered a cerebral infarction. The patient was treated with medication and is reported to have recovered with sequelae. The site and sponsor have assessed the event as not related to the device or antiplatelets.